Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 64-year-old male patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported the patient arrived at the critical care unit bleeding from the insertion site with blood pooling under the femstop, manual pressure was held. The bleeding was unable to be resolved for four hours. Angle matching, several suture techniques, femstop, surgisil, and manual pressure were utilized. Thrombin and epinephrine were given to help with bleeding. Two units of packed red blood cells (prbc) cryoprecipitate and 1 fresh frozen plasma (ffp) were administered. Bleeding finally resolved with 80¿90-degree angle and forward pressure. The patient was reported as stable.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of access site bleeding details was determined to be an use issue because the repo sheet was inserted deep into the skin causing the bleed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ b.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12837. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12837as it is unknown the initial reporter also sent the report to the FDA. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-12837 in accordance with updated procedures.